Event description:
Consumer claims she was leaning against her heating pad for low back pain and she sustained blisters on her back which she self-treated.

Manufacturer narrative:
Consumer admits to leaning against the heating pad which is a direct violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.